Event description:
It was reported that the patient's spouse indicated that the patient has felt like passing out numerous times. Ventricular tachycardia was noted in episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2006 (B)(6). (B)(4).